Event description:
Healthcare professional reported "rupture". This record is for the left side. The device was explanted.

Manufacturer narrative:
Clarification to d6a: partial date of "20 years ago" provided. Continued e1 -- alternate phone number: (B)(6). Continued e1 -- alternate email address: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.